Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - intraocular pressure rise; (unreactive pupil). Size incorrect for patient; (lens explanted; (vaulting). Evaluation method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. Subsequently, the patient experienced elevated intraocular pressure (over 40mmhg) and had an unreactive pupil (fixed). The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/30. After the lens was explanted, the intraocular pressure returned to normal but the unreactive pupil still remains.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found pieces of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).